Event description:
Dr attempted to cement a post & crown to tooth #9. He was unable to seat the crown completely because the cement had begun to set. He then had to remove the crown by drilling which caused damage to the root of the tooth. Dr decided to extract tooth #9 and replace with a new bridge.

Manufacturer narrative:
Additional information received on 1-2-98 concerning batch number of product.